Event description:
It was reported that a user announced a lunch as less than a full meal while using the ilet system, after which blood glucose rose to the mid-300s according to the cgm but was confirmed by fingerstick at 328 mg/dl; the user entered the fingerstick value for calibration and allowed the system¿s correction bolus to act while hydrating, with glucose decreasing to 287 mg/dl by the end of the call. Symptoms included hyperglycemia without reported acute complications. Outcomes included self-management at home without need for medical intervention. Investigation included user troubleshooting and education focused on meal announcement accuracy, calibration entry, and allowing correction boluses adequate time to act. Investigation of this case revealed that the event was consistent with an incorrect meal size announcement leading to transient hyperglycemia that improved with system-delivered correction and user hydration. It was concluded that the device functioned as designed and that user meal announcement was the likely contributor to the hyperglycemic excursion.